Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated an erroneous triglyceride result. Customer reported that the erroneous result was not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found blockage in the vacuum probe of the wash station. The fse replaced the vacuum probe and performed alignments for the wash station and the cartridge chemistries sample probes. The fse replaced the mixer paddles and performed alignments.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR # 2050012-2012-01762.